Manufacturer narrative:
The device was returned to (B)(4) for eval. However, eval is not yet complete on the device. Once the results of this eval is complete this MDR, 2183787-2011-0085, will be updated.

Event description:
Boston scientific rec'd info that during the implant procedure the pt developed bleeding while trying to screw the helix for this lead into place. The bleeding was controlled and it was decided to stop the procedure. It was noted that the pt was hospitalized post-operation. No add'l adverse pt effects were reported.